Event description:
It was reported that the y-piece (rotating hemostatic valve-rhv) in the priority packs seem to leak more than they should and the torquing valve part seems looser on the y-piece (rhv) resulting in the fact that it falls off during opening on the table. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that after further discussing with the physician, during the procedure, the rotating part of the rotating hemostatic valve (rhv) seems to become looser at the y-piece, which results in the fact that it needs to be tightened harder. The rhv was used successfully to complete the procedure.